Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 56 and blood glucose was 108 mg/dl. After troubleshooting, customer was advised to monitor sensor. No further information provided.